Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that they have a sensation plus intra-aortic balloon (iab) disposable to send off for investigation due to the issues encountered during use on patient. No patient harm was reported.